Event description:
It was reported that the patient presented to the emergency room experiencing pocket stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software was downloaded, which successfully restored the device. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.